Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned for analysis, and a loose sleeve key was observed. Since the user did not report issues with cds positioning or sleeve steering issues, this damage does not appear to be related to the reported event. The reported inability to remove the gripper line was confirmed via returned device testing. Potential causes for the reported inability to remove the gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique / procedural conditions. Inability to remove the gripper line can be a result of manufacturing anomalies, such as damages to the gripper line or obstructions in the lumen coils. In regards to patient conditions, inability to remove the gripper line may be influenced by challenging anatomical morphology, such as tortuous anatomy, rotated heart, etc. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to translate the gripper line during removability testing. In regards to procedural conditions and user technique, inability to remove the gripper line may be influenced by excessive curves on the device or by gripper line unwrapping technique prior to performing the removability test (formation of knots / twists); however, there is no indication that the user technique or procedural conditions influenced the inability to remove the gripper line. Based on the information reviewed and the analysis of the returned device, it is possible that the gripper line lumens became constricted as a result of procedural conditions (natural patient anatomy) leading to herniation of the coil. Aggregations of forces due to patient anatomy and herniated coils likely resulted in the inability to translate the gripper line during removability testing; however a definitive cause could not be determined. Although the user did not report any issues regarding cds positioning or sleeve steering issues, evaluation of the returned device noted a loose sleeve key. Based on the related records review and evaluation of the returned device, it was determined that no product deficiency existed for this issue. A review of the device history record revealed no non-conformances that would have contributed to the reported event, and a review of the complaint history for this lot did not indicate a similar issue.

Event description:
This is submitted to report the failure to remove the gripper line during the attempt to deploy the clip (10357445/13), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, with a restricted posterior leaflet. The clip delivery system (cds 10357445/13) was advanced to the mitral valve. The leaflets were grasped, reducing the mr to 2; however, when performing the gripper line removability test, the gripper lever was not movable. Troubleshooting maneuvers were performed, but were unsuccessful. The gripper line was not retracted and the clip was not implanted. The cds was removed. A new cds (40424u2/20) was used successfully and mr was reduced to <2. A third cds (10339835/15) was then advanced to the mitral valve. Grasping was difficult due to strong tethering, but the clip was implanted. After removal of the cds, it was found that the gripper line removal step was not performed, and the gripper line was in the anatomy. A balloon catheter was advanced to guide the gripper line out of the anatomy. At this point, the clip detached from the posterior leaflet, remaining on the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. It was noted that the likely reason for the slda was the force used to pull the gripper line without being in the cds. The patient was sent to surgery for replacement of the mitral valve, due to the instability of the detached clip and insufficient mr result. The patient was extubated and well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system (10339835/15) referenced is being filed under a separate medwatch report.